Event description:
According to the available information there was a concern that the scrub nurse did not properly load the anchors to the saffron tool. When the physician fired the device, the anchors did not properly seed into the ssl. There was tissue in the anchor when it was removed. The doctor attempted this at least 5 or 6 times. It could have also failed due to poor pressure placed on the ligament.